Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels reached 27 mg/dl while wearing the pod between 36 and 48 hours. It was stated that the patient was unconscious. The patient was treated with IV(intravenous) glucose, water and food. The patient was released the following day. The pod was worn when seeking medical attention but the hospital removed and threw away the pod.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.